Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined. The shunt remains implanted. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that eighteen days after a glaucoma filtering shunt was implanted, it was noted to be in contact with the iris. There was no harm caused by the position of the shunt and it remains implanted.